Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after system setup the system froze and then restarted automatically while it was not used. There was no patient involvement.

Manufacturer narrative:
Additional information: the system was examined and the reported event was not replicated. However, the event log confirmed the issue. The host module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 22, 2009. Based on qa assessment, the product met specifications at the time of release. Although the reported event was unable to be replicated, a review of the event log indicated that the issue was intermittent but persistent. However, the root cause of the reported event cannot be determined conclusively. (B)(4).